Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: call service 078 alarms were observed in the pump's black box. The pump was able to perform the prime steps without an alarm. The pump was exercised for 24 hours and the alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.